Manufacturer narrative:
Email address: (B)(6). (Phone number): (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture

Event description:
Healthcare professional reported left side "capsular contracture", baker grade not provided and "rupture". Device has been explanted and replaced. Manufacturer of the device is unknown.

Event description:
Healthcare professional reported left side "capsular contracture", baker grade not provided and "rupture". Device has been explanted and replaced. Manufacturer of the device is unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Manufacturer of device is unknown: manufactured by allergan according to patch information. (Mcghan). Rupture: not observed. Additional observations: deformation is observed. Cloudy was observed on the gel. Wear abrasion is observed. Creases are observed. Yellow particles were observed on the shell. Partial delamination of orientation dot assessed as adhesive failure. No further actions are required as the device was implanted.